Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) exhibited no telemetry when using the remote monitor. The reader was repositioned; troubleshooting was exhausted, but the issue remains unresolved. The patient was referred to their physician for follow-up. The device remains in use. No patient complications have been reported as a result.